Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of the proximal portion of the quantum maverick balloon catheter. The distal shaft, including the balloon, markerbands and tip were not returned for analysis. The hypotube and shaft were microscopically and visually examined. There were numerous kinks throughout the hypotube. The outer shaft was stretched for 1cm distal of the midshaft bond and detached 4cm distal of the midshaft bond. The separated end of the midshaft appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-feb-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 4.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was table. However, returned device analysis revealed shaft detachment/separation.